Event description:
It was reported that an alert had been generated for a ventricular tachycardia (vt) episode. Review of the stored device data identified multiple episodes of non-sustained ventricular tachycardia (nsvt) due to lead noise that was oversensed. Stable unipolar pacing impedance measurements were confirmed with an occasional monthly decrease from approximately 340-390 ohms to 210-230 ohms. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.